Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had discomfort at pocket site and desired a revision. The were no known contributing factors. The patient had a pocket revision today (B)(6) 2021 where the patient's doctor moved the battery about two inches lower. The issue was resolved at the time of the report.